Event description:
It was reported that a 69-year-old male patient underwent an ablation procedure for atrial fibrillation with a navistar ds catheter and suffered a cardiac tamponade requiring pericardiocentesis. Additional information was received on (B)(6) 2018: physician's opinion regarding the cause of the adverse event is that it was related to the multiple transseptal punctures performed due to loss of access. The suspected device is the st. Jude medical brk1 transseptal needle. Pc-(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).